Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a sudden loss of therapy. She was ¿peeing her brains away.¿ if she got up now, she would wet herself. The patient did not feel stimulation and therapy was reportedly on. Amplitude was increased and the patient could then feel stimulation. The patient increased to 5.5v. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It later reported that the symptom never stopped chronic condition. The patient did not use the adjustment of levels to accommodate the increased flow. When she called to adjust the level, she felt a difference.